Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did the event occur during one or multiple procedures? If this occurred in multiple procedures, please confirm the number of patients affected by the alleged deficiency. - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). Please create a new pc file for each patient/event. How many devices demonstrated the reported alleged deficiency on each procedure? The event occurred during one procedure were there patient consequences? If yes, please explain. No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2025 and suture was used. Doctor prepared to perform tissue suturing for surgical patients. During normal suturing, the problem of pulling off suture needle happened, and the nurse opened a new suture for use. However, during normal use, the problem of pulling off suture needle happened, which affected the surgical process and increased the cost of consumables. The doctor replaced the suture again. There were no patient consequences reported. Additional information was requested.